Manufacturer narrative:
Returned product was examined under magnification. There are no clear signs of damage to any of the threads in the plate. The damage is consistent with a screw thread stripping while being inserted into a plate. Additional mdrs associated with this event: 3025141-2018-00106: screw 1. 3025141-2018-00107: screw 2.

Event description:
During routine removal of an aculoc 2 plate and screws, the threads of one of the screws sheared off. The sheared portion of the screw was removed but there is a possibility that a remainder of that sheared screw remains implanted.